Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR report 3 inadvertently omitted that the lead was received with the generator and was pending completion of product analysis.

Event description:
The explanted lead was received and underwent product analysis. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead the majority of the lead body was not returned.. Beyond typical wear and explant related conditions, no anomalies were identified. No further relevant information has been received to date.

Event description:
It was reported by the physician that the patient had requested to have the vns explanted as it has reached end of service and it was bothering her. It was reported that the patient was experiencing an electric shock in her chest that spreads to her whole left arm and neck randomly. She had also complained of experiencing pain in her chest around her vns generator and neck when yawning. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
Further follow up with the physician revealed that the explant would be for the patient's comfort. It was also reported that the generator battery is dead and that the patient's seizure control has not changed since the generator battery has died.

Event description:
It was reported that the suspect device was explanted. Return of the suspect device is not expected.

Event description:
The explanted generator was received for product analysis. Product analysis verified end of service condition. The device performed according to functional specifications of the current automated post burn test. No anomalies were identified. No further relevant information has been received to date.